Event description:
(B)(6) 2012 I had the essure device implanted. Abdominal pain,extreme bloating, and weight gain since day one of insertion. Skin irritation, lots of itching throughout my body. (B)(6) andamp; (B)(6) 2012 - no menstrual cycle, abdominal pain and bloating continued. (B)(6) - extremely heavy period, lasted about 10 days, heavy bleeding, lots of blood clots, stringy substance that looked like tissue. After 10 days of heavy bleeding, continued spotting everyday from (B)(6) 2011. (B)(6) - went to get the dye test and technician said coils were in place. Developed a severe rash and vaginal infection. Bought over the counter medication and creams. Spotting continued till (B)(6) 2011. Scheduled an appointment with the obgyn. Saw him in (B)(6) 2011, told him my symptoms. He said the symptoms were not a concern, he prescribed me birth control pills to help with the bleeding. I never took the pills hoping the bleeding would stop on its own. (B)(6) 2011 - present - heavy period, and continued with all the other symptoms along with now a lot of hair loss, new red moles on my body, especially in my stomach, start as small as a pin drop and are growing at a rapid pace. I now have anxiety due to all of these health complications, I cannot wear cheap earrings as these now cause my eyes to get inflamed, my ears seem to always be itchy as well. I've developed allergies now, nose itch, eye itch, all of which I never had before. Also have leg pain, starts from my abdomen down my hips and down my legs, to the point where there are days I cannot walk properly.